Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, upon interrogation the pulse generator exhibited under sensing on the atrial channel. The device was reprogrammed.